Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-implant follow-up in clinic, high capture threshold was observed. Programming changes were made. Patient's condition was good.